Event description:
It was reported via repair work order that the side rail could lower unsupported during unlatching due to damaged and worn assist cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.